Event description:
Not accurate, device readings not consistent with finger sticks. Dexcom g5 cgm is not accurate. I still need to do finger sticks 6 times per day. I have contacted the MFR who gives excuses for the false readings. I cannot depend upon this device as my safe source of info. I have enclosed and comparison of readings. Dexcom vs finger sticks. In my opinion, this device should have not been passed.